Event description:
It was reported that it is very difficult to unscrew flush from the clave. The user ends up unscrewing the clave from the central line and exposing the line. This has happened several times.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that it is very difficulty to unscrew flush from the clave. The user ends up unscrewing the clave from the central line and exposing line and it has happened several times.